Event description:
The male pt was enrolled in the study in 2007 with 2-vessel disease. The main indication for the intervention was unstable angina pectoris. The lesion was a native, de novo, irregular, readily accessible, eccentric, type b1 proximal right coronary artery. The lesion had a reference vessel diameter of 3mm and a lesion length of 18mm. Pre-procedure diameter stenosis was 3%. A 3.0 x 18mm cypher select plus stent was electively implanted at 12atm with satisfactory results. The stent was not post-dilated. Post-procedure diameter stenosis was 0%. It was noted that the day after the index procedure, the pt experienced an anterior non-q wave myocardial infarction in an undetermined location with elevated enzymes (peak ck and peak ck mb levels were 3 and troponin levels were greater than 5). The event was resolved without sequel.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.